Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 16 injections were performed with the balloon catheter on the date of the event without any system notice. A clinical issue was encountered during the procedure and there was no indication of a product malfunction. The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. Ablation was immediately stopped and a manual deflation was initiated. Phrenic nerve pacing was performed, however, it failed to activate the diaphragm. The case was aborted, and the patient was under general anesthesia. It was further reported that the pnp recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.